Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states (dfu) at the section of intended use ¿the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". The xxl balloon was used in a venogram procedure and it ruptured however the dfu states that this balloon is intended for use in the esophagus. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 18-6/5.8/75cm xxl¿ esophageal balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient' status was fine.